Event description:
It was reported the patient had a coupling problem. The patient stated that it felt like the implantable neurostimulator (ins) was higher than it used to be, but they were not quite sure. The patient had fallen on the bottom ¿many months ago.¿ no symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).